Event description:
It was reported that the pt experienced a loss of therapeutic effect and felt a shocking sensation down her leg. She received reprogramming but her implant was "not working correctly" at the time of this report. Further info is being requested from the hcp.